Event description:
Information received from the field notes that during a routine follow-up, interrogation revealed dashes (---) for several parameters. Reprogramming the rate and a download attempt were unsuccessful. The measured battery data was 2.59v, 47ua, and 4 kohms. The patient was not pacemaker dependent.